Event description:
The patient has two model 3186 leads from the same lot. It was reported the patient was experiencing increase positionality with his scs system, so an sjm representative met with the patient (B)(6) 2014 and reprogrammed him. Additional information received on (B)(6) 2014 identified the patient again reported increased positionality of his stimulation with stimulation getting too strong or going away when he would make certain motions. X-ray did not show any lead migration. An sjm representative met with the patient again on (B)(6) 2014 but was unable to reprogram to provide effective stimulation for all the patient's pain pattern. Surgical intervention is planned for a later date too address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.